Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unknown date the patient was hospitalized. Treatment rendered for the events was not reported. On (B)(6) 2012, (B)(4) followed up with the nurse who reported the patient was hospitalized (B)(6) 2012 - (B)(6) 2012 for peritonitis. The cause of peritonitis was unknown. The patient was recovering. The nurse reported the event was not related to dianeal, homechoice machine, or any baxter disposable product. The patient was recovering.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h12a30076 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.